Event description:
Patient presented for scheduled surgery. An ethicon contour stapler cs40b was visually inspected by a surgical tech prior to use. The surgeon fired the stapler then it misfired intra-operatively. The stapler comes pre-loaded, this was reload by the surgical tech. Lot# r92g8f exp 01/31/2023. The stapler was removed from service, replaced. There was no further event, no harm to patient.